Event description:
It was reported that the patient presented remotely via (B)(6), review of the transmission revealed loss of capture on the atrial lead. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.